Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leak in head unit, water tightness was lost due to poor water-tightness of cable unit, there was a smear in the image, the endoscopic image cannot be displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to water leak in head unit, there was a smear in the image; due to poor water-tightness of head unit, the endoscopic image cannot be displayed; due to deterioration of head unit, the endoscopic image cannot be displayed; due to poor water-tightness of cable unit, water tightness was lost; which cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported image of the camera head was broken up and the cable where the camera attached to had come away during set up / inspection for use. There were no reports of patient involvement.